Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a chare time measurement of 30.5 seconds. The monitoring voltage was 2.64 volts. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device will not be returned for analysis, as it was given to the patient. No additional information is available at this time. If additional information becomes available, the event will be updated.